Event description:
A hemodialysis facility reported that a patient with a catheter access became hypotensive, diaphoretic and unresponsive with no pulse within 5 minutes of initiation of treatment. The attending md was present at the time of the event. All the patient's blood was returned and the patient was placed in trendelenburg position. O2 was administered at 15 and an ambu bag was used. Patient regained consciousness and was transported to the ER for further evaluation. Labs were drawn including a cbc with differential. The high was 10.9 and the hct was 32.5. The eosinophil level was 3.7 (previously had been 6.3 in 6/05). Benadryl and solmedrol were given in the ER. The patient stabilized and is scheduled to return to the unit for dialysis treatment. The sample is available for evaluation.